Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received two control readings of 201mg/dl on the contour next. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The control was not expected to be returned. New strips and meter were sent to the customer.